Event description:
It was reported while in a clavicle fracture repair surgeon was using a variax clavicle plate and plate was bent in coronal plan and snapped before reaching locking hole. Attempted with another plate, same thing occurred. Tried to use a superior 10 hole mid shaft plate and snapped again. Surgeon ended up using 2 lag screws and put in another 10 hole plate without attempting to bend.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke was confirmed. Based on the investigation, the root cause of the reported broken plate was attributed to a user related issue. The visual inspection of the plate and the dents caused by the bending tool showed that the greatest bending force was applied at a screw hole of the plate. The operative technique gives the following guidance regarding contouring of plates: "all of the variax plates are pre-contoured to fit to a wide range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole." Additionally, the following statement can be found in the instructions for use: "contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker osteosynthesis, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker osteosynthesis instruments and in accordance with the specified procedures (see operative technique manual).¿ a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
It was reported while in a clavicle fracture repair surgeon was using a variax clavicle plate and plate was bent in coronal plan and snapped before reaching locking hole. Attempted with another plate, same thing occurred. Tried to use a superior 10 hole mid shaft plate and snapped again. Surgeon ended up using 2 lag screws and put in another 10 hole plate without attempting to bend.